Event description:
It was reported the patient has been experiencing itching, redness, and bumps at the ipg site. Steroids were used to treat the symptoms but were unsuccessful. The patient underwent an allergy test but the results are unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.